Event description:
It was reported that an asahi corsair pro microcatheter was used during a percutaneous coronary intervention (pci) to treat a in-stent restenosis chronic total occlusion (isr cto) in the mid to distal right coronary artery (rca). Attempts were made to cross the lesion antegradely with an asahi sion blue guide wire and then an asahi miracle neo 3 guide wire with the support of the corsair pro microcatheter, but were unsuccessful. The guide wire was then exchanged to an asahi gaia next 2 guide wire which could be advanced into the lesion but entered into the subintimal space. Therefore, parallel wire technique was performed with the gaia next 2 and the miracle neo 3 using a kaneka crusade microcatheter. The guide wire could be advanced into the lesion but was closed to the edge of the stent. The crusade was then exchanged to the corsair pro. When attempting to exchange the miracle neo 3, the guide wire was found stuck in the cto and could not be removed. When further attempts were made by removing the corsair pro together with the miracle neo 3, the wire tip became separated and remained in the patient. The gaia next 2 crossed the lesion successfully with the support of a terumo zizai microcatheter and was then exchanged to the sion blue. Recanalization was achieved by stent deployment after pre-dilatation. As it was likely that the wire fragment was trapped by the stent struts, attempt to retrieve the wire fragment by snaring was abandoned to avoid possible damage to the stent. The patient was reportedly fine after the procedure.

Manufacturer narrative:
Manufacturing site could not be identified because the product lot number information was not available. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same as the date returned to manufacturer. The corsair pro was returned for evaluation with the concomitant miracle neo 3 inserted inside. The miracle neo 3 could not be withdrawn from the microcatheter. The tip of the corsair pro was found twisted and the very distal end of the tip was burred. X-ray observation found that the coil wire of the miracle neo 3 was elongated from approximately 55mm proximal to the catheter tip and then fractured at the tip end. At approximately 145mm proximal to the catheter tip, proximal solder of the miracle neo 3 (originally set at 105mm from the guide wire tip to hold the coil wire onto the shaft) was confirmed. Measurement of the returned concomitant miracle neo 3 suggested that approximately 15mm of the wire tip was missing. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation as well as stress generated with pushing and pulling manipulation had most likely contributed to the separation of the wire tip and twisting of the catheter tip. As the corsair pro and the miracle neo 3 were likely advanced through the struts of the existing stent, the applied stress would localize and therefore exceed the product design limit when both the catheter tip and the wire tip were being trapped by the stent struts, fracturing the wire tip and deforming the catheter tip. It was concluded that this event was not attributed to product quality. Given the severe damage observed on the tip of the returned corsair pro, a possibility could not be completely ruled out that some tip fragment(s) might be left in the patient. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) Always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) Do not insert or withdraw this microcatheter into or through stent struts. [Malfunctions and adverse effects] damage.